Event description:
The patient suffering from diverticulitis underwent uneventful surgery and a successful anastomosis procedure using the car 27 device. The patient was released on day 3 post op, and readmitted on day 6 post op due to rectal pain and bleeding. CT scan could not detect a leak. The patient was treated with antibiotics and released on day 8.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer ((B) (4)) and the importer ((B) (4)). Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The production history file was reviewed and indicated that the device was released pursuant to product specifications. The device was not returned for evaluation and no additional information is available. No conclusions could be drawn based on the available information regarding the event and/or its relation to the car device.